Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing included starting the device in application mode and no issues were found with beeping. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured dec. 2007, and is out of warranty therefore, no manufacturing DHR review is needed.

Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump was exhibiting ?double beep no cassette". No adverse patient effects were reported.